Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.